Manufacturer narrative:
(B)(6). Date of event: unknown. Additional product code: hwc. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Date of manufacture: october 05, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp lateral distal fibula plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 27, 2016 that the patient underwent a procedure on an unknown date. Postoperatively, the patient had an infection and the hardware was removed intact. The hardware included a 2.7 mm variable angle - locking compression plate (va-lcp) lateral distal fibula plate / five holes / left and approximately ten (10) screws: two (2) 4.0 cannulated, four (4) 3.5 cortex and four (4) 2.7variable angle locking (val). This is report 1 of 4 for (B)(4).